Event description:
It was reported that during a da vinci si sacrocolpopexy procedure, the mega suturecut needle driver instrument broke into pieces and a piece of wire from the instrument fell into the patient. The fragment was retrieved from the patient and the planned surgical procedure was completed. No patient harm, adverse outcome or injury was reported. This report is being reported late due to late entry of the complaint information by the responsible customer service representative.

Manufacturer narrative:
The instrument has not been returned for evaluation, therefore, the root cause of the customer reported failure mode cannot be determined. A follow-up MDR will be submitted if the instrument is returned (post engineering evaluation) or if additional information is received. Per the information provided by the physician, the broken instrument piece was successfully retrieved from the patient.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, the grip cable is broken at the distal idlers. The idler pulley spins freely and does not exhibit damage. The cable segment sticks out at wrist. The piece of cable broken off and retrieved by surgeon was not returned with the instrument. No other damage was found.